Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.50mm x 8mm) to a calcified lesion in the lcx with 99% stenosis <(>&<)> vessel tortuosity but the device could not cross the lesion. The physician gave up the surgery. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked at 73cm distal to the strain relief. The hypotube was also kinked at the strain relief. There was evidence of stent deformation on the device, the 3rd distal segment was raised and stretched struts evident. The distal tip of the catheter was slightly stubbed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, calcification and vessel tortuosity. (Deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).